Manufacturer narrative:
(B)(4).

Event description:
One amphiprion deep balloon catheter was used to treat the left peroneal. Approximately 6 weeks later the patient suffered worsening of pad with non-healing ulcer, the left peroneal was treated with an in.pact pacific device the following day. The outcome was reported as resolved.

Manufacturer narrative:
Patient has a history of prior pta/stenting renal artery. The previously reported event has changed from worsening of pad with non- healing ulcer to restenosis of the left afib.